Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient had been on therapy for six hours and still had not yet reached target. They increased the rate from 0.25c/hour to 0.5c/hour. Patient temperature (pt) was 34c, targeted temperature (tt) was 36c, water temperature (wt) was 25.2c, flow rate (fr) was 2.8lpm. Nurse stated they have gotten no alerts/alarms. Guided to diagnostics, system hours 3413, pump hours 3060, water level 5. Drained 500ml from right side drainage port. Water temperature (wt) was increased to 40c in manual control. Patient was 81kg with small pads in place. Explained device seems to be working properly, however the patient was too large for this size pads. Recommended changing to large size pads. Disabled manual control and restarted therapy.

Manufacturer narrative:
This event was a confirmed overfill, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed user related. The root cause of the reported issue is due to the device being overfilled. The instructions-for-use under baw2800300 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient had been on therapy for six hours and still had not yet reached target. They increased the rate from 0.25c/hour to 0.5c/hour. Patient temperature (pt) was 34c, targeted temperature (tt) was 36c, water temperature (wt) was 25.2c, flow rate (fr) was 2.8lpm. Nurse stated they have gotten no alerts/alarms. Guided to diagnostics, system hours 3413, pump hours 3060, water level 5. Drained 500ml from right side drainage port. Water temperature (wt) was increased to 40c in manual control. Patient was 81kg with small pads in place. Explained device seems to be working properly, however the patient was too large for this size pads. Recommended changing to large size pads. Disabled manual control and restarted therapy. Per follow up information received via phone on 09apr2025, spoke with the person who attended that patient. They confirmed no further issues after draining water from the device. The doctor decided to continue using the same pads to complete treatment.

Manufacturer narrative:
"The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient had been on therapy for six hours and still had not yet reached target. They increased the rate from 0.25c/hour to 0.5c/hour. Patient temperature (pt) was 34c, targeted temperature (tt) was 36c, water temperature (wt) was 25.2c, flow rate (fr) was 2.8lpm. Nurse stated they have gotten no alerts/alarms. Guided to diagnostics, system hours 3413, pump hours 3060, water level 5. Drained 500ml from right side drainage port. Water temperature (wt) was increased to 40c in manual control. Patient was 81kg with small pads in place. Explained device seems to be working properly, however the patient was too large for this size pads. Recommended changing to large size pads. Disabled manual control and restarted therapy.